Event description:
It was reported that the radio frequency (rf) programmer head was returned along with the programmer and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the radio frequency (rf) programmer head was returned and analysis found the lens on the upper case was broken, that the cable was cut and the label was missing coating. The upper case, cable and label were all replaced and the programmer head passed all functional and systems tests, and no other anomalies were found. Concomitant products: product ID 2090 programmer; product ID 229047 software analyzer. (B)(4).